Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported pierced bending section could not be determined, however, the issue was likely the result of wear and tear/usher handling. Additionally, a definitive root case of the observed b30 scope communication error could not be determined, however, the issue was likely due to corrosion on plug unit due to an ingress of water, resulting in an electrical continuity issue. Also, the observed black screen/no image issue was likely the result of a damaged charged-coupled device (ccd) unit due to repetitive use stress and or user handling/mishandling. The issue may be detected/prevented by following the instructions for use which state: caution ¿ do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will disappear. ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope had an issue during reprocessing. It was observed that there was a pierced and defected bending section cover found while the customer was washing the machine. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 scope communication error occurred; the entire screen becomes black and shows no images (blackout). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to corrosion on the plug unit and due to damage on the charged coupled device unit (hybrid), the image was not displayed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: suction connector is sticky due to water leakage; cable unit was sticky due to water leakage; plug unit had corrosion due to water leakage; circuit board unit in suction connector was sticky due to water leakage. The suction connector had corrosion due to water leakage; due to a cut on the adhesive rubber, water tightness was lost; due to detachment of the acoustic lens, insulation resistance value did not meet the standard value; adhesive on bending cover section had a chip; due to deformation of the bending tube, connection between bending section and connecting tube was detached; connecting tube was deformed; due to wear of angle wire, bending angle in up direction did not meet the standard value; ultrasonic connector was sticky due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.